Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they experienced damage and loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that the bottom of the pump along with the circle was broken. The customer noticed he was filling up the reservoir and pushed it back in and could feel insulin going through his body. The customer reported the drive support cap to appear sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a broken off end cap. Unable to perform functional tests due to the broken off end cap. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window. Unable to prime during the prime test due to the broken off end cap.